Event description:
It was reported that during testing of the device, it was seen that there were no impedance values due to a failed integrity check.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.